Manufacturer narrative:
Patient information not provided. Correction. Data not available as the device serial # was not provided. Multiple requests were performed, but no response was received. Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii log file for review. Technical service reviewed the file and replied to the customer ¿ noting a brief loss of external power event. The log file contained approximately 55 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods and fully charged batteries were being used for power source replacements. There was one brief loss of external power event ¿ per the log file timestamp lasting at most 25 seconds. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. No product was returned for evaluation. The reason for the loss of external power while connected to the mpu could not be determined from the log file. Multiple requests for additional event information were sent to the customer; no additional information was received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file captured a no external power event on (B)(6) 2019. This was caused by power to the mpu (mobile power unit) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption.no further or additional information was provided.